Event description:
It was reported that a pump alarms for upstream occlusion when no occlusion is present. The customer also stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found the low readings on the ultrasonic sensor caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor will be replaced.